Manufacturer narrative:
Patient outcome- death - (B)(4).

Event description:
On (B)(6) 2021 at approximately 1455 the v60 ventilator was disconnected from the institutional central oxygen supply and connected to an oxygen e-cylinder for patient transport. Upon disconnection of central oxygen supply, the device provided a visual and audible alarm stating "oxygen unavailable." The device was then re-connected to the central oxygen supply, upon which the device provided a visual and audible alarm stating "high oxygen pressure." An additional oxygen e-cylinder was obtained and connected to the device with no resolution of the alarm condition. The device was in clinical/therapeutic use at the time of the event. Due to the alleged v60 ventilator oxygen delivery error condition, the patient subsequently experienced severe hypoxemia with a noted decrease to saturation of peripheral oxygenation (spo2) to approximately 32%. Bedside clinicians assessed the patient and found an absence of femoral arterial pulse. A facility emergency code was called by the bedside clinicians and advanced cardiovascular life support (acls) protocols were initiated. The patient was manually ventilated via bag-mask ventilation and chest compressions applied in preparation for intubation. Atropine (unspecified dosage) was administered with no effect. The patient remained in asystole and acls was terminated at 1507.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. A philips fse (field service engineer) was dispatched to the customer facility for investigation and evaluation of the device in question. Diagnostic logs were retrieved from the device and verified the alarm state condition of oxygen unavailable and high oxygen pressure were present at the date and time of the reported event. Performance verification testing was completed, and found the v60 air flow sensor to be out of specifications. Furthermore, investigation into the device configuration found the use of a variable flow regulator and a fixed solid state regulator on the transport oxygen e-cylinders. The regulators and tanks were tested and found that the e-cylinder with the variable flow regulator provided virtually no flow, while the fixed solid state regulator fill gauge displayed as "empty" and was able to provide oxygen pressure of 70 psi. Preventative action was taken to replace the oxygen transport kit by the fse. The faulty air flow sensor was removed and replaced, with all performance verification testing completed and passing status post replacement. The fse informed the institutional biomedical engineer of the issues noted with the non-philips oxygen cylinder regulators, and the decision was made by the biomedical engineer to discard and replace both regulators. The device has since been reissued for clinical use and therapeutic application with no further incident occurrence. Based upon the information provided and investigation findings, the device failed to meet specifications, and a malfunction of the air flow sensor was noted. Upon further investigation, the institutional biomedical engineer has stated that the relation of out of specification air flow sensor did not cause nor contribute to the oxygen delivery failure or subsequent alarms. The institutional biomedical engineer stated the regulators are likely have been the root cause behind the device o2 pressure alarms and response, however clarified that due to lack of further failure investigation of the non-philips regulators, root cause could not be confirmed. G4: (B)(6) 2021. B4: (B)(6) 2021. Based upon the information provided and investigation findings, the device did not fail to meet specifications and a no malfunction of the v60 ventilator in relation to the oxygen delivery was noted. Upon further investigation, the institutional biomedical engineer has stated that the relation of out of specification air flow sensor did not cause nor contribute to the oxygen delivery failure or subsequent alarms. The institutional biomedical engineer stated the regulators are likely have been the root cause behind the device o2 pressure alarms and response, however clarified that due to lack of further failure investigation of the non-philips regulators, root cause could not be confirmed. Causality of the patient expiration was not related to a device malfunction, however contribution due to foreseeable use-error of incompatible external non-philips oxygen cylinder regulators has been acknowledged. Investigation has determined that the root cause of the device performance was due to foreseeable use-error of incompatible external non-philips oxygen cylinder regulators.